Event description:
Patient presented back to the physician with continued stimulation lead erosion at the neck incision site, despite a recent procedure intended to resolve the issue. Physician brought the patient into the operating room and removed the entire inspire system. Postoperatively, antibiotics were prescribed.

Event description:
Patient presented to the ER physician with the stimulation lead eroded through the neck incision. ER physician cleaned the area and covered the neck incision. Inspire physician brought the patient into the or the next day, opened the neck incision, and observed that a metal clip potentially left in the patient was sticking out instead of the stimulation lead. Physician removed the clip, flushed the neck area with an antibiotic solution, tucked the stimulation lead, and closed.